Event description:
Pt reports that a hearing aid implanted in his head that use to make a ringing noise intermittently for the past years has been making this loud ringing noise continuously for the last 10 months. Now he wants this device explanted or repaired but because he was part of a trial version for this product, he does not know the MFR or responsible individuals who used him for the trial. He also states that (B)(4) and (B)(4) of (B)(4), initiated him into this trial. Also (B)(4) of (B)(4) holds the rights documents to the trial. The above mentioned individuals have declined to help him with the contact info of the implanted hearing aid's MFR. Pt would like to know the MFR or people responsible for the trial product so that he can get the device explanted or repaired.